Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other text: h2: additional information: see a1, b5 and h6 (patient code). H3: one cadd solis vip pump was received with the lcd lens scratched and cracked. The event history log was reviewed and there was no evidence of the reported issue. Three accuracy tests were performed and the pump was found to be over delivering and was outside manufacturing specifications. It was recommended and the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed volume testing by (21.37, 21.29, 21.35). No adverse effects reported.